Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen lps-flex articular surface size ef 10mm, catalog #: 00596403210, lot #: 62678010. Nexgen option femoral component size f left, catalog #: 00596401651, lot #: 62668454. Report source - foreign: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation by the patient's legal counsel at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report was previously submitted erroneously on nov 12, 2018, jul 8, 2019 and aug 19, 2019 under manufacturing report number 0001822565-2018-06328.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address pain and swelling secondary to tibial component migration approximately three (3) years post-operatively. The tibial component was removed and replaced. The patient's 6 week follow-up notes following the initial procedure noted that the patient was mobilizing well with 1 cane, the wound had healed well, and the patient's range of motion was satisfactory. Revision operative notes did not report any intraoperative complications or significant findings.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.